Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The pump passed idle current test, run current test, self-test, off no power test, unexpected error test, prime test, excessive no delivery test, displacement test and rewind test. The pump was unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call to have experienced damage and high readings. The customer's blood glucose reading was unknown. The customer stated that the pump broke off and the reservoir fell out. The customer mentioned missing pieces, broken off pieces and missing o-ring. The location of the damage is reservoir chamber. The customer could not troubleshoot for high readings. The insulin pump will be returned for analysis.